Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 3.00mm x 28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent damaged on several locations along the stent length with struts lifted from their crimped stent positions was noted. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jan2021. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.